Event description:
It was reported that ever since implantation, the patient had complained that his restore sometimes increased the level of stimulation in a totally random manner. The increases did not appear to be because of interference or positional changes, and were sometimes even experienced when lying still in bed. A data record was created of the device's settings over a two week period to compare with the patient experience, however, the patient did not fill out a journal of the undesirable events as they were very close to one another, from every couple of seconds to every couple of minutes, still apparently unrelated to any change of position or to any interference. Analysis of the data did not reveal anything unusual, and there was no unexpected switching off of the stimulation. It was also reported that the patient noticed an error message on his patient programmer right after a reprogramming, but he did not remember the message. He did not use the programmer and his neurostimulator remained on. At his next programming session, his programmer had a low battery. When the battery was replaced and the programmer turned on, no error message appeared. It was later reported that the patient's neurostimulator had been explanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient decided to explant after the suggestion of his physician. The date of the explant was unknown, but it was believed to be at the beginning of april. The manufacturer representative was still enquiring about the patient and the outcome of the device replacement.

Event description:
Additional information received reported that the patient was ok. He had seemingly been implanted with a manufacturing competitor's device. It was noted that the device was not going to be returned as it was mistakenly thrown away. No additional information could be obtained.

Manufacturer narrative:
(B)(4). Lead model 3877-45, lot # b0842074k, implanted: (B)(6) 2009, explanted: unk; extension model 37081-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.